Event description:
Following seven years of successful device use, this pt developed a skin-flap infection that was unresponsive to medical treatment. The device was explanted in 2004 and the pt was successfully reimplanted in the contralateral ear.